Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Performed testing, and the reservoirs passed per inspection. No air bubbles anomaly was found during analysis. Checked the o-ring for defects and none were found. No air bubbles or occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they had issues with two reservoirs while trying to fill them with insulin. They were unable to remove the air bubbles from a reservoir and the plunger would not move on the other reservoir. The customer was unable to use the reservoirs. Customer's blood glucose level was 153 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.